Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump was not alarming when the reservoir was low. During troubleshooting, assisted customer with displacement test. The insulin pump passed the displacement test. Customer stated that she should have more insulin in her reservoir than is showing through the reservoir compartment. Customer stated that the paramedics were called to assist with low blood glucose. Customer was not taken to the hospital. Customer was treated at the scene. The blood glucose reading at the time of the event was 18 mg/dl. Nothing further reported.